Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1avr1-delsys. Expiration date: 28-apr-2023. Serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 24-nov-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. During implant of a leadless implantable pulse generator (ipg) the patient experienced asystole, no pulse or blood pressure, pericardial effusion, ventricular fibrillation (vf), tamponade, heart block and a perforation. Emergency measures were initiated, pericardiocentesis, steroid administration, echo with pericardial effusion relief, cardiopulmonary resuscitation., leadless ipg removal, transvenous pacing through quad catheter via the leadless ipg introducer, unsuccessful defibrillation. The patient was pronounced deceased.